Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working as the pump remained collapsed when an attempt was made to inflate it. A physical and ultrasound-assisted evaluation was performed. During the ultrasound, it was determined that the cylinders were not fully expanding. The physician acoustically detected the presence of air in the device and determined that the reservoir was completely empty and collapsed, leading to the assumption that one of the cylinder's tubing or the tube connecting the pump to the reservoir had ruptured. Additionally, the suspected cause of the pump issue is a disconnection. As a result, replacement surgery has been performed to remove and replace the ipp. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working as the pump remained collapsed when an attempt was made to inflate it. A physical and ultrasound-assisted evaluation was performed. During the ultrasound, it was determined that the cylinders were not fully expanding. The physician acoustically detected the presence of air in the device and determined that the reservoir was completely empty and collapsed, leading to the assumption that one of the cylinder's tubing or the tube connecting the pump to the reservoir had ruptured. Additionally, the suspected cause of the pump issue is a disconnection. As a result, replacement surgery has been performed to remove and replace the ipp. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The ms pump was visually inspected, leak and functionally tested. Visual inspection revealed that the pump had worn down to the filament. No leaks were found in the pump. The pump passed the functional test. The cylinders were visually inspected and tested for leaks. The first cylinder had wear at fold in the middle of the cylinder. The first cylinder had a hole from sharp instrument in the distal and proximal end of the cylinder. The first cylinder had a leak from the sharp instrument damage found. The second cylinder had wear at fold in the distal and proximal end of the cylinder. No leaks were found in the second cylinder. The reservoir was visually inspected and tested for leaks. The reservoir passed the visual inspection. No damage or abnormalities were found. No leaks were found in the cylinder. The window quick connect was visually inspected and tested for leaks. The window quick connect passed both visual inspection and leakage test. Based on the information available and analysis results, the sharp instrument damage to the first cylinder most likely occurred during the explant procedure and is considered a secondary failure, and the tubing was not returned for analysis. Therefore, the reported device performance allegations of disconnection, inflation issue, collapsed/dimpled/flat, and hole/perforate are unable to be confirmed. Additionally, the reported reservoir performance allegations of a mechanical issue and fluid leak could not be confirmed, as they were not substantiated during functional testing. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Based on the information available, a conclusion code of unable to exclude device problem was assigned to this investigation.